Event description:
It was reported that the patient's device was interrogated and the normal and magnet output currents were both zero instead of the intended settings. Follow up with the neurologist's office determined that multiple interruptions in communication with the generator occurred. No additional or relevant information has been received to date.